Manufacturer narrative:
The devices have been returned and a device analysis is anticipated. A supplemental will be sent upon completion of investigation. Information received from the same report as MFR: 2029214-2016-00537.

Event description:
Medtronic received information that during treatment of an aneurysm located in the cavernous segment of the internal carotid artery (ica), two pipelines wouldn't deploy distally. It was reported that the first device ((B)(4)) would not come off the distal wings and open distally. A second pipeline ((B)(4)) was attempted and the same issue was encountered. A third pipeline was used and was implanted without issue. No patient injury was reported.

Manufacturer narrative:
The pipeline flex delivery system and the microcatheter were returned for evaluation. Approximately 1.0 cm of distal braid of the pipeline flex delivery was found to be deployed outside of the catheter tip. The remaining braid and pushwire of the pipeline flex delivery system was found inside the catheter lumen. For further examination, the pipeline flex delivery system was then pushed out of the catheter lumen with difficulty. The distal and proximal dps restraints were found to be intact. The dps sleeves were found to be fully opened upward, intact and released from the pipeline braid with no signs of damage. The length of the dps sleeves were measured and were within specification. In addition, the distal end of the pipeline braid was found to be fully opened with moderately fraying; while the proximal end of the braid was found fully opened and slightly frayed. The microcatheter was also found to be accordioned at 26.0 cm to 28.0 cm from the distal tip. No other anomalies were observed. Based on the analysis findings, the clinical observation could not be confirmed. We are unable to definitively determine the cause for the reported event, as the distal end of the pipeline braid was found to be released from the dps sleeves and fully opened. It is possible that the damaged braid may have contributed to the report issues. However, the cause for damages could not be determined. A review of this device lot history record was conducted and no issues were identified that could have contributed to this event. All products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.